Manufacturer narrative:
H6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to alarm immediately after powering on. The cause of the customer reported problem was the faulty printed wiring assembly (pwa). The pump was in good condition, no physical damage was found. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the pwa.

Event description:
It was reported that the user turned on the device and it began alarming with error code 45639. There was no patient involvement.